Event description:
When using alaris smartsite needle-free valve 13mm vial access device to draw up velcade solution for injection, there was significant leakage of the solution from the device which resulted in having to discard the medication.